Manufacturer narrative:
The ge service rep adjusted the image intensifier and ccd camera for optimal image quality for high contrast resolution. He verified proper kv tracking. The system exceeds minimum specifications. The system is working as intended.

Event description:
The customer reported that the system displayed poor image quality due to high contrast resolution.